Event description:
It was reported that a granuloma was discovered. Reportedly, there were no patient symptoms or injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).